Event description:
Critical care transfer unit on routine interfacility transfer with acute respiratory failure pt. Four minutes into transit, ventilator suddenly stopped working, lcd screen went blank, and alarm tone - continuous - sounded, and the system failure light illuminated. The failure was immediately detected and the paramedic began bvm ventilation. Sp02, etco2, ECG, nipb were monitored continuously through the transport.